Event description:
A report was received that the patient felt that the device was causing discomfort and more pain. The pain at the battery site was causing the patient to avoid straightening her back and sitting. The physician assessed the patient, who had a recent non-device related fall, that there was tenderness over the connector bump at the midline incision area. There was also tenderness over the ipg where the long splitter connector sticks out from behind the ipg that migrated anteriorly to the ipg itself. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.